Event description:
The dealer alleges the unit shuts down and gives 1 red and 2 green codes. After speaking with tech, he will try a 4 way and a pilot valve to try and fix the problem. The caller hung up before he could be transferred so there is no further information. Provider states the valve is not switching. Provider states spoke with invacare tech and provider did not know the name and tech stated the valve will need to be replaced.